Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a balloon detachment occurred. The 15/3.75 flextome monorail (mr) cutting balloon was being removed from its protective ring when the balloon separated from the catheter. The device was not used. The procedure was completed with another flextome mr cutting balloon. No patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).